Event description:
The rail was in the down position and when the consumer backed up to the bed to sit down, the consumer's leg allegedly was punctured by the little black peg on the rail. Serious injury is alleged.

Event description:
The rail was in the down position and when the consumer backed up to the bed to sit down, the consumer's leg allegedly was punctured by the little black peg on the rail. Serious injury is alleged.

Manufacturer narrative:
The resident was backing up to the bed when their leg impacted the rail resulting in a puncture wound. No stitches were required; the medical facility was using a wound vac to treat the wound. A technician went out to assess the bed. The technician did not see any need to bring the product back. Per his report, the assist rails did not have any manufacturing flaws or damage and there weren't any protruding edges. The facility was trained on the proper method to use the equipment. MDR filed based on alleged wound treatment.

Manufacturer narrative:
The resident was backing up to the bed when their leg impacted the rail resulting in a puncture wound. No stitches were required the medical facility was using a wound vac to treat the wound. A technician went out to assess the bed. The technician did not see any need to bring the product back. Per his report, the assist rails did not have any manufacturing flaws or damage and there weren't any protruding edges. The facility was trained on the proper method to use the equipment. MDR filed based on alleged wound treatment.